Event description:
It was reported that patient presented in clinic after receiving alert for non sustained lead noise due to far p-wave oversensing. The device was reprogrammed and patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes that when the patient presented for routine follow-up, a non-sustained rv oversensing episode was observed due to crosstalk. Further reprogramming was performed and the patient will be monitored.